Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 1 month post primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20 february 2023: lot 2200873: (B)(4) items manufactured and released on 03-may-2022. Expiration date: 2027-04-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Other device involved: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2236945: (B)(4) items manufactured and released on 10-oct-2022. Expiration date: 2027-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.